Event description:
During a coronary stent procedure, the physician was unable to deflate the balloon. The internal lumen of the balloon apparently was collapsed and difficulty tracking the wire through the catheter was experienced. The distal part of the balloon was cut to allow passage of the wire, and stent was deployed at 12 atm's. After deployment, the balloon would not deflate. The balloon was inflated to 25 atm's in an attempt to rupture for removal. The patient experienced angina during the procedure. The physician then used a 6f guide catheter to pull the partially deflated balloon out of the patient. Patient status is listed as "okay".